Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks in the vacuum circuit. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch pump detected ¿blockage¿. Patient inspected connections and tubing and no kinks were found. ¿blockage¿ warning went off after 3 minutes. This happened about every 3 hours.